Manufacturer narrative:
Section b5: the patient's cerebellar hemorrhage in (B)(6) 2021 is reported under MFR # 2916596-2021-05100 section e: this event took place at (B)(6). Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. The IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. Furthermore, the hmii IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Incidental finding: damage to the silicone jacket of the driveline was confirmed. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed driveline wire damage that could have contributed to the reported low speed event captured in the submitted log file while the patient was being supported by the power module. (B)(6) was returned assembled with the driveline (dl) severed approximately 3" from the pump housing. The distal portion was returned measuring approximately 36.5¿ from the controller connector. Rescue tape was observed applied to the distal portion. The inlet elbow was returned attached to the pump inlet port. The flex section was returned severed into two portions with the proximal portion attached to the inlet elbow and the distal portion connected to the inlet extension. The outflow graft was returned attached to the outlet elbow which was attached to the pump outlet port. The outflow graft bend relief and the bend relief collar were returned detached from the pump. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The returned portions of the dl were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the distal portion revealed a breach in the insulation of the black wire approximately 30¿ from the controller connector. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. Examination of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of damage. If the exposed conductors of the black wire contacted the metal braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting short-to-ground would have resulted in the low speed event that was confirmed through the submitted log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that the patient was seen in the clinic for a routine follow-up. When the patient was connected to the power module, the pump speed slowed down. The medical engineer looked at the history on the system monitor, which showed that the pump speed had dropped to 2900 rpms. Review of the patient's log files showed a transient low speed hazard on day 1265 of controller usage. The patient's lactate dehydrogenase (ldh) level was 300-400. Further signs of thrombus were investigated. The patient's international normalized ratio (inr) goal was 1.0 due to a cerebellar hemorrhage in (B)(6) 2021, however the patient's inr had been controlled at a 2.0 since (B)(6). The patient's hemoglobin was 12.5 g/dl. An x-ray of the patient's driveline was provided which is reported to have shown no areas of concern. The plan of care was made for a pump exchange, which the patient underwent on (B)(6) 2021.